Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The patient presented with a highly calcified right posterior tibial chronic total occlusion; the entire vessel had no distal reconstitution. The decision made re-open the right post tib vessel but there was still no distal reconstitution. The physician then decided to use the 2.5-2.0 rapidcross pta balloon. The rapidcross tracked down the vessel via a contra lateral sheath. The physician continued pushing the sheath up into the aorta. The rapidcross balloon was inflated to nominal and inflation was held for approximately 1 minute. The physician then deflated the balloon and pulled back. Half of the rapidcross balloon appeared to stay in the calcified posterior tibial. The physician tried to snare the balloon to remove it, but he was unsuccessful. It was an occluded vessel and the balloon was left in the occluded vessel with high level of calcium. Subsequently after 30 minutes of attempting to retrieve the rapidcross, the physician performed pta at the origin of the anterior tibial.-cross this week.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).